Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code that was indicative of potential memory corruption. Device replacement was recommended. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code that was indicative of potential memory corruption. Device replacement was recommended. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.